Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is pelvic relaxation, stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2009: patient underwent anterior avaulta, posterior avaulta, colpopexy, transvaginal tape (lynx) urethropexy and cystoscopy. Complications post-mesh implantation: 2009: she is status post anterior avau1ta and posterior avaulta with graft erosion. She had urodynamic studies performed prior to this procedure proving that she did, indeed, have stress urinary incontinence. Mesh revision (lynx sling) along with additional implant surgery: 2009: underwent tension-free vaginal tape (tvt) revision, cystoscopy and excision of graft erosion.